Manufacturer narrative:
Please note that the initial report's type of reportable event was serious injury; per additional information received, the burs broke at the proximal end. The burs breaking at the hub would cause the bur to be unusable but will not cause harm to the patient. This should not result in any adverse consequences if it were to recur. Therefore making this event not reportable.

Event description:
Per additional information received, the burs broke at the proximal end. The burs breaking at the hub would cause the bur to be unusable but will not cause harm to the patient. This should not result in any adverse consequences if it were to recur. Therefore making this event not reportable.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product broke.